Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated they were unsure if they pressed a button down for three minutes or longer. Customer reported that they had issue with stuck button happening twice last week it was working fine after that twice last week and again. The insulin pump will not be returned for analysis.